Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust self expanding stent during procedure to treat moderately calcified soft tissue lesion in the superficial femoral artery. The vessel had moderate tortuosity. No embolic protection was used.there was no damage noted to the packaging and no issues when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during deployment to the lesion. It was also reported that stent dislodgement occurred during delivery to the lesion. The procedure was completed by implanting the stent in the artery a little bit higher. The catheter was completely deformed and the stent was dragged out. Physician felt some resistance.a balloon was used before without difficulty.¿resistance was encountered when advancing the device but no excessive force was used.no patient injury reported.

Manufacturer narrative:
Product analysis: the everflex entrust device was returned to medtronic investigation lab for evaluation. The device was returned coiled in its pouch in 2 biohazard bags. Device was returned with the red safety tab removed. During functional testing the handle was opened and the pullwire was found detached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent elongated, therefore the artery profunda was stented. There was no problem with the patient, and is in really good condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.